Event description:
It was reported that the patient presented via remote transmission. Upon review the right ventricular lead exhibited low pacing lead impedance and oversensing. Remote transmission revealed that the sudden drop in the impedance on (B)(6) 2017 caused the device to auto polarity switch. Device was suspected to be taking anomalous out of range pacing lead impedance measurements. The patient experienced pacing from the unipolar pacing. The polarity switch was turned off and the vector was changed back to bipolar.